Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2017-11197. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed and released. A transesophageal echocardiogram (tee) probe was inserted for final imaging, 3 minutes after the probe was removed the patient blood pressure began to drop and their international normalized ratio (inr) was 1.8. The tee probe was re-inserted and images revealed that the patient had an effusion. A pericardiocentesis was performed and 550cc's of fluid was removed. The patient remained in stable condition and the next day they were discharged home.